Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site:3003442380.

Event description:
It is reported that the patient experienced asymptomatic elevated blood glucose due reported occlusion event on (B)(6) 2026 and treated with delivered bolus via pump. The location on patient body where patient inserted the infusion set was abdomen.